Event description:
On (B)(6) 2013, the patient contacted animas, alleging that the buttons were responding intermittently and required harder presses in order to respond. Patient denied there was no trauma and no moisture exposure to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.